Event description:
The customer received questionable ion selective electrode (ise) sodium results for qc material and for two patient samples. The samples were repeated on cobas c501 analyzer serial number (B)(4). Patient sample 1 initial result was 131 mmol/l with a data flag and the repeat result was 142 mmol/l. Patient sample 2 initial result was 126 mmol/l with a data flag and the repeat result was 136 mmol/l. The initial results were reported outside the laboratory. The results from cobas c501 analyzer serial number (B)(4) were believed to be correct. The patients were not adversely affected. The sodium electrode lot number and expiration date was not provided. The field service representative determined there was a clot in the ise system. He checked and cleaned the system. The customer ran calibration and qc. No errors were generated and the system performed within specifications and the customer expectations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided by the customer.